Event description:
Follow up information identified the patient underwent surgical intervention to remove and replace his ipg which resolved the issue.

Manufacturer narrative:
Explant date added in error on previous report. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reports the ipg is unable to communicate with the charging system .in addition, the programmer displays an error code. The patient reports the ipg went to low to stimulation off approximately 2-3 months ago and he had not attempted to recharge till recently. The patient reports he stopped using the scs system because he no longer was experiencing pain and increased recharge burden. The sjm representative met with the patient and alternative external devices did not resolve the issue. Surgical intervention is pending to address this issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.